Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The received images show an implanted iol. Illumination reveals cloudiness and white marks on or over the iol. In photo 2, a white mark is also visible near the edge of the lens. Based on our observation of the attached photo, cloudiness and white marks can be observed on or over the iol. In photo 2, a white mark is also visible near the edge of the lens. The origin of the observed cloudiness cannot be confirmed based on the returned photo alone and without evaluating the physical product. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had condensation on the front of the lens. The patient vision was down in eye compared to the other eye - 6/7.5 vs 6/5. Additional information has been requested, received and surgeon stated that he thought there was harm in the patient as she can only get to 6/7.5, and it looks opaque on the anterior surface of the lens like a frosting. It could be sitting on the surface of the lens rather than being incorporated into it, but it was hard to tell without getting a 30 g and scratching it. It certainly was not uniform.